Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical notification received for revision related to pain/stiffness and adverse local tissue reaction. On (B)(6) 2018, the patient underwent a left hip revision due to pain, stiffness, metallosis, pseudotumor, synovitis, corrosion, and cup malpositioning. The surgeon noted the socket was in neutral or retroversion with the anteroinferior wall in contact with the iliopsoas tendon.